Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator was in backup vvi operation. On (B)(6) 2016, patient was brought in clinic for further troubleshooting. A device download was performed successfully. After the download, the device exhibited a diagnostic anomaly; an alert stating excessive current was detected. On (B)(6) 2016, the patient presented in clinic for follow-up; upon interrogation the device exhibited normal characteristics. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the device exhibited premature elective replacement indicator on (B)(6) 2016 and end of service on (B)(6) 2016. The device was explanted and replaced. There were no complications during the procedure. The patient's condition was stable post procedure.

Manufacturer narrative:
Final analysis found the device exhibited no output and no telemetry as received. Battery trend showed a sudden drop in battery voltage and corresponding high current resulting in power on reset. The cause of high current drain could not be determined.